Event description:
It was reported that the lead component of the neurostimulator system was explanted due to an unknown type of infection (at the location of the lead). A culture was taken but the type of organism found was not specified. Antibiotic treatment was necessary for the event. The patient status was reported as ¿alive ¿ no injury.¿ it was noted that the explanted lead component had been discarded by the customer. Follow up information received 5 days later reported that the patient was not experiencing any symptoms during the event. It was also that the patient was thought to have been admitted to the hospital and it was confirmed that they were treated with antibiotics and a drain was placed. The patient was believed to be doing well. It was noted that the physician wanted to re-implant a neurostimulator the patient this summer. Further follow up information received the same day reported that the event occurred during the trial phase of testing. The trial was noted as successful and the patient was in surgery to implant the implantable neurostimulator (ins) when the infection was found. The lead was then removed and the ins was not implanted.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), explanted: (B)(6) 2014, product type lead. (B)(4).